Event description:
It was reported that a thrombus occurred. A patient with an implanted wacthman device was receiving a generator change for another device and went into atrial fibrillation. A transesophageal echocardiogram (tee) was performed in preparation for cardioversion to treat the atrial fibrillation. During the tee a non-mobile thrombus was observed on the watchman device. The patient was administered an oral anti-coagulant and no further patient complications were reported.